Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead displayed a low shocking impedance measurement less than 20 ohms. The patient was brought into the clinic and isometrics were performed. The shocking impedance measurement was stable at 80 ohms. There were no recent episodes in the device history. The last delivered shock was back in (B)(6) 2008. The patient was traveling and planned to be monitored via latitude everyday for the next two weeks. The patient planned to be brought back in for follow-up in two weeks. To date, there have been no adverse patient effects reported.